Event description:
It was reported that the patient had contact with a healthcare professional (hcp) on 7apr2026, for a bump under the skin the size of an egg on their abdomen and that the pod was worn longer than 48 hours. Reported symptoms included nausea, not feeling well, swelling, red bump, blood, purulent discharge secreting from the infusion site and the area was very sensitive. The patient was diagnosed with an infection. The patient was treated with an antibiotic and drainage of the abscess. The patient was released.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone 17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.